Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). (B)(6) registry.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the worsening pvl cannot be confirmed, but may be related cardiac remodeling and patient factors (not provided).  It is to be noted that the pvl was resolved after overexpanding the 23mm s3 valve with a 24mm balloon and implanting a 26mm s3 valve, which indicates that the 23mm valve size may have been small for this patient¿s anatomy.  Based on the available information, the central regurgitation was due to the serial dilation of the 23mm valve (using 22mm, 23mm, and 24mm true balloons) resulting in overexpansion of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed in the native aortic annulus with 1+ cc added to the delivery system nominal volume. Post deployment the valve position was 80:20 aortic/ventricular with no paravalvular leak (pvl).  Two months post tavr the patient developed worsening pvl and it was decided to dilate the valve a true balloons (22mm, 23mm and 24mm). The pvl was corrected, however the re-dilation resulted in central aortic insufficiency (ai). A valve in valve (viv) procedure was performed with a 26mm sapien 3 valve. There was no leak at the end of the case. The patient is doing well post procedure.